Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve placement was confirmed at 80% deployment via an angiogram and echocardiogram. The valve was released, however, it embolized into the sinus of valsalva (sov). Additional arterial access was gained for snaring the valve and it was snared to the area of the descending aorta. A second valve was implanted successfully. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.